Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced a minicap disconnection and subsequently experienced peritonitis. It was reported that the patient¿s minicap fell off of her transfer set while the pt was moving a mattress. On an unreported date in the same month as occurrence, the pt was hospitalized for the peritonitis. Treatment was not reported. On an unreported date in the following month, the pt was discharged from the hospital. At the time of this report, the peritonitis was resolved and the pt was recovered. On an unknown date (same year as this report), dianeal and extraneal therapies were discontinued and the pt was switched to hemodialysis (hd). Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for lot number gd895797 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. The device was not returned, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted. The patient experienced peritonitis on an unknown date in (B)(6) 2014.